Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked were noted. No moisture damage on electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad errors, alarmed button error, and was physically damaged. The insulin pump was exposed to moisture. The customer forgot he was wearing the insulin pump and jumped in the pool. The battery compartment was cracked and a piece was missing. The down arrow button on the insulin pump was stuck. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.